Event description:
According to the reporter, during a lobectomy, while being applied at the blood vessels, there was a poor staple formation with an "off the nail phenomenon". They repaired it by over sewing the staple line. They changed to a new equipment to complete the case. There was no patient injury.